Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a bad battery alert and insulin pump had a continuous beep. Insulin pump was also stuck in the rewind complete / bolus delivery loop. Customer's blood glucose was 247 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to motor encoder signal out of phase. Unable to perform displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to motor error alarm. No unexpected empty reservoir alarm or motion sensor test failure error alarm noted during testing. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm or bad battery alarm noted during testing. The insulin pump had cracked case at display window corner and minor scratched lcd window.